Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15853, 2017865-2020-15856. It was reported that an asymptomatic patient presented to a follow-up in-clinic with atrial and right ventricular noise episodes. The noise was reproducible with isometrics and pocket manipulation. All other measurements were normal. It could not be determined if it was a lead issue or a device header issue. No intervention was performed and patient will continue to be monitored. Patient was stable after the event.